Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es machine was stuck white loading screen and error message displayed. The customer stated that malfunction caused delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: h6. Correction: g2. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had been stuck on the initializing device manager screen, displaying a white screen. The technical support specialist (tss) had dialed into the station and confirmed that it had been functioning properly, with the medication application (medapp) working as expected. The tss had confirmed that the issue had been resolved by the customer's end. The system functioned as intended after the technical support specialist invetsigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es machine was stuck white loading screen and error message displayed. The customer stated that malfunction caused delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.